Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s current high blood glucose level was 447 mg/dl. Customer reported that they have been having high blood glucose and haven't been on sensors for over a week because their transmitter stopped working. Customer had symptoms like abdominal pain, skin burning and chest. Customer would like to treat her high blood glucose and call back for troubleshooting. Customer was advised to change the entire set, reservoir and insulin and treat per hospital care practitioner¿s instruction. The device will be not returned for analysis.